Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. It was determined that this was a malfunction of the ECG cable, which was replaced along with the leadset grabber, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the root cause of the ECG cable malfunction was not provided. The reported problem was confirmed. The fse replaced the ECG cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that ECG leads were not detected. During the use of the defibrillator, the ECG track was no longer detected by the system. No user or patient harm was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.